Manufacturer narrative:
Follow-up #1 date of submission 07/16/2015-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: a review of the pump black box data revealed no activity outside of normal use. During testing, the pump powered on appropriately. The total daily dose values added up to correctly reflect the user programmed deliveries. A delivery accuracy test was performed and passed. The pump was exercised for 24 hours with no errors, alarms, or warnings observed. The complaint was not duplicated, and no defect was found.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a history/settings (inaccurate delivery) issue. There was no allegation of an adverse event with this complaint. Customer support has made several attempts to contact the reporter in follow up, however, the reporter did not respond. No further information was available; if further information is provided a follow up report shall be made. This complaint is being reported because of the allegation of an inaccurate delivery issue.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.